Event description:
On (B)(6) 2025, the user reported a discrepancy between their g7 sensor and fingerstick readings. The sensor displayed ¿low¿ while the fingerstick measured 330 mg/dl. The user attempted to enter the bg into the pump, but calibration failed. The agent advised replacing the sensor, entering the bg during warm-up, and contacting dexcom for reimbursement. Bg was affected, with a high of 330 mg/dl. Reported symptoms included nausea, muscle and joint aches, tooth pain, and ketones. No medical intervention was required.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed. H6 health effect 2364 - note ketones only, no dka.